Event description:
It was reported that during a total knee replacement procedure the staples would not penetrate the skin all the time , but when the staples penetrated they were not closing all the way. Another device was used to complete the case. There was no patient consequence.

Event description:
Literature: richardson rm, ostrom jl, starr pa. Surgical repositioning of misplaced subthalamic electrodes in parkinson's disease; location of effective and ineffective leads. Stereotact funct neurosurg. 2009; 87(5):297-303. Summary: this article reports a retrospective analysis of 8 pts with idiopathic parkinson's disease who underwent surgical lead revision of deep brain stimulation (dbs) leads placed in the subthalamic nucleus (stn) to gain insight into the boundaries for dbs lead position targeting for effective and ineffective stimulation. Reportable event: the pt experienced no improvement in symptoms after initial lead placement with persistence of all symptoms. The pt also experienced adverse effects of facial contractions and dysarthria. The lead was determined to not be optimally placed. Following unilateral lead repositioning the pt's symptoms were controlled and the pt did not have any adverse effects.

Manufacturer narrative:
The uim (user module interface) software version is 5.04.00, categorized as unremediated. The pump was received and evaluated by baxter. The depleted batteries were confirmed. The main batteries and battery harness were replaced. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Manufacturer narrative:
(B) (4) there is a CAPA investigation associated with this report. (B) (4) the pump has been received and will be evaluated at baxter. A follow-up report will be submitted when the evaluation results or any additional information becomes available.

Event description:
The customer's biomedical technician reported on 25 september 2009 that a colleague triple channel volumetric infusion pump had a depleted battery on (B) (6) 2009. The event was reported to have occurred during patient therapy. According to the hospital representative, therapy was stopped; however, no patient injury or medical intervention had been reported related to the device. There is no additional information available.

Manufacturer narrative:
(B) (4)